Event description:
The customer reported trouble with lift power supply. No pt injury was reported.

Manufacturer narrative:
The service rep implemented field action per servicing documentation. Tested and verified correct system operation.